Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted-proximal gastrectomy procedure, on the third firing, the device fired only halfway and only the staples of the center line were fired. There is no hole found at the anastomosis site, however the surgeon additionally sutured all around. The surgical time was extended by less than 30 min.